Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection of the returned device confirms that a one of the condyles fractured partially off and a small piece has fractured off from the nonfunctional surface of the rails. All fractured pieces were not returned. The device also exhibits repeated signs of usage. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The device has been in the field for approximately ten years and seven months. It is unknown how many times the device has been used. Based on the information available, root cause can be determined as normal wear and tear from repeated use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fractured during total knee arthroplasty. There was no impact to the patient. Attempts to obtain additional information have been made; however, no more information is available.